Event description:
It was reported that the patient presented to the clinic for a follow up. The pulse generator was interrogated, and it was noted to have diagnostic anomaly in which no battery longevity listed despite battery capacity percentage and battery current being listed. No intervention was performed. The patient was in stable condition.